Manufacturer narrative:
This case was identified through a retrospective 2 years review of complaints in the context of CAPA pr00003. This review concerns the requests for service and repair received before the project looking glass implementation initiated, on 6 may 2024. Project looking glass introduced a standardized methodology for screening service records for potential product complaints, including cases of patient involvement and/ or adverse events. Device was received and repaired by integra service and repair center and sent back to the customer in may 2024. A supplemental report will be finalized and submitted shortly.

Event description:
A facility reported that once the patient's head is fixed the mayfield modified skull clamp (a1059) system, it does not maintain the lock. No patient injury or surgical delay has been reported. No additional information is available.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the skull clamp shows it has rotational and lateral movement in its swivel lock assembly and a residue buildup is present. Additionally, the units ratchet extension and torque screw were sent in mixed up. To resolve the issue, the skull clamps¿ internal parts were replaced to adjust the unit according to manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test. Root cause - the complaint is confirmed via inspection of the unit. The skull clamp had rotational and lateral movement in the swivel lock assembly and a residue buildup was present. The probable root cause is routine use and wear of the unit. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a